Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold on the right ventricular (rv) lead had increased and had been high. There were also possible far field r-waves (ffrw) and possible atrial oversensing noted on the right atrial (ra) lead. The ra lead was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.